Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the piston rod of the infusion device blocked, and the customer experienced high blood glucose levels and finally was admitted to the hospital with a hyperglycemia. The patient had noticed that her blood glucose level kept rising and replaced the infusion set and the cartridge repeatedly. When her blood glucose reached a value of 36 mmol/l, the patient went to the hospital. There, the patient was treated with insulin until her blood glucose level decreased to her target range. It was in the hospital that the doctor discovered where the issue came from as he noticed that piston rod was blocked. She was hospitalized for 2 days and discharged in a good health condition.

Manufacturer narrative:
Correction - d4 unique identifier updated based on the returned product.